Manufacturer narrative:
Device eval - the subject device was not returned for eval. Therefore, the complaint could not be confirmed. The device history record was reviewed for the suspect device lot number with no significant anomalies identified. Although an eval could not be performed, corrective measures have been taken to the bonding process to ensure consistent strength and to better withstand high pressures. These types of complaints will be monitored for effectiveness of the process improvement. Device history record was reviewed.

Event description:
The complainant reported that the rotator of the suspect stopcock broke at 950 psi during a left ventriculogram procedure. The stopcock is rated at 1200 psi. No harm or injury to the pt was reported.